Event description:
The ventilator had error code 02-17-018 which is a nebulizer error code according to bio-med. During this error, the ventilator alarmed and the therapist and rn were at "best" and pt's spo2 fell to 78% and then pt was removed from the ventilator and bagged with 100% ambu bag at which time spo2 climbed into the 90%. Pt was then placed on a different ventilator with the same settings. Ventilator is locked down out of use by engineering.